Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing burning pain and inadequate stimulation on the upper left extremity. The physician believed that an ipg replacement is much safer for patient than adding a lead based on the computed tomography myelogram report. It was noted that the patient was taking much longer to charge the ipg and keeping a charge. It was also stated that the ipg was non functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg was discarded.